Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a physician in (B)(4) of peritonitis in a patient (age not reported) coincident to receiving dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4, g-1.5% ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, dianeal pd4, g-1.5% ultrabag therapy was temporarily withdrawn. In (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was hospitalized. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with antibiotic therapy (medication, dose, ip and frequency not reported). At the time of this report, the patient remained hospitalized. The outcome of the event of peritonitis was unknown. Concomitant therapy was not reported. It was reported that the peritonitis was possibly related to pd therapy. The physician stated the peritonitis was more likely related to the pd procedure and the patient's own condition. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved potential use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake/break in aseptic technique, which is a use error that can cause peritonitis. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.